Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 125 units of insulin. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 125-300 mg/dl.